Event description:
It was reported that the ilet bionic pancreas sustained external damage when the user rolled over onto a rock while working on a car, resulting in a cracked pts screen, with blood glucose management reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to user health or need for medical intervention. Investigation included device replacement logistics and return of the original unit for assessment. Investigation of this device revealed physical damage to the device¿s display component consistent with accidental user-induced impact, with no malfunction of blood glucose control reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.